Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no gel defects related to oil gel globules was observed. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there are oil gel globules floating in one tube. No patient impact reported. The following information was provided by the initial reporter: "defect: it is found that there is floating oil in the separation gel blood collection tube."

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there are oil gel globules floating in one tube. No patient impact reported. The following information was provided by the initial reporter: "defect: it is found that there is floating oil in the separation gel blood collection tube."

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.